Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered 18 units of insulin instead of 18 grams of carbohydrates when requesting a bolus. Subsequently, a larger than intended bolus was delivered, and customer¿s blood glucose (bg) level dropped to 50 mg/dl. Customer addressed bg level with juice and food.